Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that his wife had experienced low blood glucose and was contacted the emergency service and the insulin pump had keypad anomaly. The customer¿s blood glucose level was 352 mg/dl. The customer reported that all of the keypad were not working. The customer reported that the time clock was not advancing. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected restart error test and displacement test. Insulin pump passed the delivery accuracy test at 0.08745 inches. Device alarmed button error followed by intermittent buttons due to corroded keypad traces and flattened dome switches (crease). No unlocked lcd keypad connector. No frozen screens were noted. Device received with cracked case at display window corners, display window, reservoir tube and battery tube threads. Device received with minor scratched display window and case.